Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 407645 lead, implanted: (B)(6) 2007. The initial complaint of infection qualified for and was submitted via the alternative summary report. The asr was revoked, and the additional information is now being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.